Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 400 mg/dl. Customer had 15 units of insulin but they were unable to receive it due to being off of the insulin pump. Customer was off of the insulin pump for only a few hours due to changing out the infusion set. Customer's wife advised the insulin pump was then ready to be hooked up to the patient.